Event description:
IV catheter fractured at the hub. Catheter remained in patient's right ac vein. A 2 cm tubular structure seen on x-ray. Patient taken to surgery the following day to remove using axillary nerve block.